Manufacturer narrative:
The insulin pump alarmed button error and none of the buttons were responsive due to corroded keypad traces. No low reservoir alarm noted during testing. The device had cracked lcd window, cracked case at the display window corners, cracked battery tube threads, and broken reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alerted low reservoir and she wasn't able to clear it, then it alarmed button error. Customer's blood glucose was 159 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.